Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator is alarming xdcr fault, high pip, high rate and low ve immediately after powered on. The customer confirmed that there was no patient involvement associated with the reported event.